Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no issues in patient display. A technical support specialist (tss) received an information from the customer that issue had been resolved. Then tss dialed into the server, logged into the enterprise (es) website, and verified the patient using the provided medical record number (mrn) identification (ID). The patient status was confirmed as admitted on 22-feb-2026 with the unit listed as west. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a single patient profile was not dropping from the system. There were no delay or adverse events or injuries reported based on this event.